Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 complaint of error 1210 was isolated to corruption in the memory of circuit board. This was replaced. Device passed all functional testing. Unit passed all functional testing.

Event description:
Device evaluation completed and updated in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 complaint of error 1210 was isolated to corruption in the memory of circuit board. This was replaced. Device passed all functional testing. Unit passed all functional testing.

Event description:
Device evaluation completed and updated.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 malfunctioned and error 1210. No patient adverse events reported.